Event description:
The user facility reported that the listed device was in use with the patient for an unknown amount time when the inflation line was found detached from the tracheostomy tube. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but has not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the evaluation once it is completed.